Event description:
Impella purge housing noted to be leaking. On further assessment, crack extending from luer lock into housing casing found. CT [cardiothoracic] surgeon at bedside with perfusion and impella rep, attempted to glue crack but unable to fix. Patient returned to or for replacement of impella. On arrival to cvicu [cardiovascular intensive care unit] from operating room, pt arrested and ultimately passed.